Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) inspected the system to check for possible fluid residue, cleaned the system using static brash and re-fitted new front and end board, executive processor board. The fse performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse) that upon dismantling a cardiosave intra-aortic balloon pump (iabp) fluid residue was found on the touch screen, front & board and executive main board. There was no patient involvement, thus no adverse event was reported.